Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. A visual inspection found the water tank was cracked by all four screws, the front cover had dents and scratches, the display was damaged, and the enclosure had cracks under the elbow fitting. A review of the event history log was not applicable. During the functional testing filled the tank with water, attached temp check, plugged in line cord, and turned on the power switch and confirmed the device was leaking. The root cause of the problem was due to an impact of the device. To resolve the problem, the water tank and gasket were replaced.

Event description:
It was reported the device leaked water. No adverse effects reported.